Manufacturer narrative:
Updated data: b5 - additional information was received that the patient had functional and degenerative mitral regurgitation which may have occurred due to the patient's advance age but the cause could not be provided. Tricuspid regurgitation was also observed during the implant procedure. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Implanted date - the implant date is an estimate, as the exact date is unknown. The year 2012 is valid. Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately nine years following the implant of this transcatheter bioprosthetic valve, mild (type 1) paravalvular leak (pvl) was reported along with a mean gradient of 48 mmhg. A maximum velocity of 4.6 m/s reported. Approximately nine years following the valve implant, the valve was successfully replaced with a non-medtronic transcatheter valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: images were submitted to medtronic for review. The image review showed that this case appears to have a previously implanted transcatheter aortic valve as noted on computed tomography angiography scan. Pre-procedural hemodynamics do note a significant gradient between the left ventricle and the aorta. There is also noted a non-medtronic valve implanted inside of the transcatheter aortic valve . Post implant hemodynamics are good, with minimal gradient between the left ventricle and aorta and aortic regurgitation index is sufficient greater than 25. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, a conclusive cause could not be determined from the limited information available. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (left ventricular outflow tract (lvot) obstruction, patient pressures, left ventricle dysfunction, etc). With the limited information available, a conclusive root cause cannot be determined, but the age of the valve may have been a contributing cause. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction occurred. Updated data: h6 - method code, results code, conclusion code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.